Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; no further information could be obtained. A guide wire and a concomitant catheter were returned for investigation. The guide wire had its coil wire elongated starting near the proximal solder located at 150 mm from the distal end. The coil wire and the core wire were found fractured at approximately 115 mm and 145 mm from the proximal solder respectively. Both fracture sites were observed in a microscope. It revealed that the diameter of the coil wire was becoming smaller towards the fracture end. It suggested that the coil wire was fractured due to pulling force. The core fracture surface was flat and twisting of the core shaft was found. These findings suggested that accumulated rotational force was applied when it became fractured. The tip of corsair was slightly curved but no other significant damage was found. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the information provided and the investigation outcome, it was presumed that accumulated rotational force exceeding the product design limit might have inadvertently applied to the guide wire while it was trapped by the stent struts and wandered into subintimal. Coil elongation was assumed to be occurred while removal of the guide wire from the vasculature. Tip deformation of the catheter was assumed to be attributed to the anatomical condition. Vessel dissection was thought to be related to the anatomical condition and the surgical technique. There was no indication of product deficiency. Instructions for use states: - [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; - [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; - [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; - [warnings] do not perform stent placement using more than one guide wire or wire operation through stent strut. Otherwise, the stent may be damaged or the guide wire may break or break apart; and, - [malfunction and adverse effects] separation or breakage of the guide wire, vessel dissection.

Event description:
Reportedly, during a pci to treat a very complicated in-stent stenosis in the rca that was more than 20 mm long, the subject guide wire was advanced to cross and it became stuck with the stent so that it went under subintimal and caused dissection. While leaving the guide wire in the subintimal, the procedure was resumed and completed. When the guide wire was attempted to be removed, its core wire became fractured and coils were unraveled. The separated tip remained behind the stent in the rca and the unraveled coil wire reached the aorta.